Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5035513) in united states on 26-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2013. Additional information received on 17-nov-2015 (ptc investigation result). Consumer had an hysterosalpingogram test done 3 months later to insertion to confirm 100 per cent blockage. Since 2013 she has experienced extreme stabbing pains in her left fallopian tube, terrible mood swings, extreme anxiety and depression in which she needed to seek counseling and a prescription of xanax. She also has experienced on a daily basis, bladder issues. She had problems going to the bathroom, problems emptying her bladder, leakage, and pain while urinating. She was constantly tired. She was constantly having headaches and sinus infections. Her body was sore like it was fighting off an illness every single day. Her menstrual cramps were extremely painful as well. She regret ever getting this product implanted in her body. In 2014 she just had a total hysterectomy to remove essure and she will have a follow up. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme stabbing pains in her left fallopian tube. A total hysterectomy to remove essure was performed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event since essure insertion and no alternative explanation was provided. Based on the nature of the event and considering a positive temporal relationship is implied, a causal relationship with suspect insert cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.